Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there may be a possible problem with the link electronic module board on this programmer. Earlier information indicated that it may have been returned due to instructions affiliated with an advisory. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the link electronic module (lem) circuit board was out of electrical s pecification, as a result the lem board was replaced and calibrated. It was also noted that the system fan was noisy, the tab on the power cord bay door was broken, and the programmer had a long boot time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.